Event description:
Event description guidant received information that this device has a battery indicator at elective replacement time after 10 months of implant. It has reverted to single chamber pacing mode and can not be programmed out of that mode. A dump of the device memory was done and sent in for review. Engineering advised the caller to explant the device. It was explanted and returned for analysis.